Event description:
Lot no: 23f14k0049: arrow spinal/epidural kit, expires 05/2016. After inserting the epidural catheter, physician tried to administer medication through it and it was not patent. Physician had to insert another epidural and an add'l puncture to the pt due to this. Pt pregnant and in labor at the time of this event.